Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was removed but the device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem, and found communication module intermittent connection". Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. No problem was found. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported troubleshooting was performed on the pump. It was found to not be charging and also to have an intermittent connection.